Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The product was returned and logs were further provided which noted the motor stall occurred on (B)(6) 2015 at 02:20. Should additional information be received, a supplemental report will be filed.

Event description:
It was further reported that the device system actually delivered morphine at a daily dose of 8.87 mg/day. The cause of the stall was not known and the reporter was not aware of a tube alert. The logs were checked. The patient was "doing fine" with a replaced pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing and gear-pinion.

Event description:
It was reported that the pump had a motor stall which never recovered. The troubleshooting included reprogramming. The issue was not resolved and the cause of the issue was reported as the motor stall. The event date was reported as approximate. As a result the device was explanted and replaced. It was unknown if the patient experienced any symptoms as a result of the event. At the time of the report the patient's status was reported as alive-no injury. This device system delivered baclofen and clonidine. Additional information was requested to clarify event details, symptoms, resolution and patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).